Manufacturer narrative:
(B)(6).

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received compounded baclofen 750 mcg/ml at a dose of 700,24 mcg/day via an implantable pump. The indication for use was not provided. During normal use on an unknown date the audible critical alarm occurred with report of multiple motor stalls. The pump logs from (B)(6) 2017 indicated a motor stall occurred on (B)(6) 2017 at 09:31 and recovered that same day at 09:36. The pump stalled again on (B)(6) 2017 at 06:05 and recovered that same day at 20:14. The estimated replacement indicator (eri) was 14 months. There was no symptom return yet. No troubleshooting occurred. As reported, it was unknown if there were any external, environmental, or patient factors that might have led or contributed to the event. The pump was explanted and new pump was implanted. At the time of the report, the issue was resolved and the patient¿s status at that time was reported as alive-no injury. The explanted pump was expected to be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.